Event description:
It was reported by service report that the footboard had an error code that kept flashing due to a damaged bed awareness side rail limit switch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: side rail limit switch.